Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent suturing to sew perineal muscle and skin and suture was used. About 2 weeks after surgery, the surgeon checked and found the wound with post-op inflammation, pus and none absorption of suture. Then the suture was removed and the wound was resewed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3a, d9, h3, h6 health effect - clinical code, h6 investigation codes additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One representative unopened sample was received for analysis. Product code vr917. The complaint sample was not received for evaluation. In order to evaluate the condition of the returned sample, the packet was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packet were opened, and the swage and attachment area were noted to be as expected. During the visual inspection, the suture was correctly placed on the winding former. The suture was dispensed without problem and examined along the strand and no anomalies or damage on suture surface could be observed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of our quality process, the manufacturing records of this lot serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: after investigation, the patient was a female with unknown specific age who received episiotomy suture in the affiliated hospital of binzhou medical university in 2024 (with unknown specific operation date). The operator used absorbable suture (vr917) of our company to perform perineal suture, subcutaneous suture and skin suture in the way of interrupted suture. The intraoperative suture was smooth. About 2 weeks after the surgery (the specific event occurred on an unknown date), the doctor found pus discharge from the patient's wound and suture at the suture site were not absorbed. The doctor considered that the delayed healing of wound inflammation was caused by suture not absorbed. The doctor removed the stitches from the incision and used the suture of the same model for suturing again. No subsequent adverse event reports were received. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?